Event description:
It was reported that the blade ¿broke during surgery. There was no patient impact or delays in the case. The dr. Was able to replace the bur with a new one.¿

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4).